Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. Physician reported that the patient experienced high blood pressure, fatigue, depression and constipation. It was reported that she will essure devices removed. At time of this report, the patient was not recovered. No further information was provided. Follow up information received on (B)(6) 2014 from physician: patient´s weight and height were provided (bmi=(B)(6)). Previous gynecological intervention, problems or other medical history or concomitant condition were denied. On (B)(6) 2010, essure was easily inserted. Visualization of tubal ostium was also easy. Patient was not post-partum at time of insertion. Analgesia reported: tiva and paracervical block. Cervical dilatation, sounding, fluid loss more than 1500 cc were denied and insertion did not take more than 20 minutes. On (B)(6) 2010, hysterosalpingogram (hsg) was performed and showed both tubes occluded. Reporter was unsure what kind of back-up contraception was used by patient. Perforation and hospitalization were denied. On (B)(6) 2014, essure was removed laparoscopically by patient´s request. No hysterectomy or salpingectomy was necessary. Physician reported devices were correctly placed and was unsure if symptoms resolved after removal. When asked about causality, reporter answered not applicable. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced depression. This case was upgraded upon receipt of follow-up information. The event depression was considered as serious due to medical importance by the company and regarded as incident since essure was removed laparoscopically by patient's request. This event is listed for essure in the reference safety information. Epidemiological studies have shown that the lifetime prevalence of major depressive disorder is high and in women it is almost twice that in men. Women have the greatest risk for developing depressive disorders during their child-bearing years. Several biological processes are thought to be involved in the predisposition of women to depression, including genetically-determined vulnerability, hormonal fluctuations related to various aspects of reproductive function, and an undue sensitivity to such hormonal fluctuations in brain systems that mediate depressive states. In this particular case, medical history or concomitant condition were denied. Based on the information received, a causal relationship between the reported event and essure insert cannot be excluded. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.